Event description:
The customer reported an unspecified number of false positive results with the ID now covid-19 2.0 assay performed on an unknown date on a direct tested swab. Additional testing was performed using an unknown brand of quantitative antigen test which produced a negative result on an unknown date. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded

Event description:
The customer reported an unspecified number of false positive results with the ID now covid-19 2.0 assay performed on an unknown date on a direct tested swab. Additional testing was performed using an unknown brand of quantitative antigen test which produced a negative result on an unknown date. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.